Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 04-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('serious concerns that at least one has migrated') in a female patient who had essure (batch no. C40060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, local since (B)(6) 2015, ibuprofen since (B)(6) 2015 and paracetamol since (B)(6) 2015 for procedural pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced syncope ("kept passing out during essure implantation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), genital haemorrhage ("heavy prolonged bleeding"), uterine disorder ("loss of uterine tissue"), procedural pain ("essure implantation was excruciating"), procedural nausea ("trying to vomit during essure implantation") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, syncope, abdominal pain, back pain, genital haemorrhage, uterine disorder, procedural pain, procedural nausea and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, genital haemorrhage, procedural nausea, procedural pain, syncope and uterine disorder to be related to essure. The reporter commented: she believes this device has been the cause of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2019/001/001/401/002) on (B)(6) 2019. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('serious concerns that at least one has migrated') in a female patient who had essure (batch no. C40060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), genital haemorrhage ("heavy prolonged bleeding") and uterine disorder ("loss of uterine tissue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, abdominal pain, back pain, genital haemorrhage and uterine disorder outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage and uterine disorder to be related to essure. The reporter commented: she believes this device has been the cause of the events. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number c40060 provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2019/001/001/401/002) on 15-jan-2019. The most recent information was received on 20-mar-2020 and 3-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('serious concerns that at least one has migrated') and syncope ('kept passing out during essure implantation') in a female patient who had essure (batch no. C40060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, local since (B)(6) 2015, ibuprofen since (B)(6) 2015 and paracetamol since (B)(6) 2015 for procedural pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), genital hemorrhage ("heavy prolonged bleeding"), uterine disorder ("loss of uterine tissue"), procedural pain ("essure implantation was excruciating"), procedural nausea ("trying to vomit during essure implantation") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, syncope, abdominal pain, back pain, genital haemorrhage, uterine disorder, procedural pain, procedural nausea and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, genital hemorrhage, procedural nausea, procedural pain, syncope and uterine disorder to be related to essure. The reporter commented: she believes this device has been the cause of the events. Most recent follow-up information incorporated above includes: on 3-apr-2020: essure lot number c40060 provided. On 20-mar-2020: consumer posted she got ibuprofen and paracetamol before essure implantation, then three shots of local anesthetics, (new events added:) it was excruciating, she kept passing out, tried to vomit (complications of device insertion) we received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 15-jan-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("serious concerns that at least one has migrated") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and uterine disorder ("loss of uterine tissue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, back pain and uterine disorder outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage and uterine disorder to be related to essure. The reporter commented: she believes this device has been the cause of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("serious concerns that at least one has migrated") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and uterine disorder ("loss of uterine tissue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, back pain and uterine disorder outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage and uterine disorder to be related to essure. The reporter commented: she believes this device has been the cause of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.